Event description:
Through journal article "intercostal artery perforator flap for salvage breast reconstruction with exposed breast implants" sixteen patients were reported to experience "mild exposure", additionally patients experienced "infection", fluid collection, wound dehiscence, capsular contracture baker grade unknown, and "erythema, warmth, redness, and cellulitis of the breast." It was additionally reported that "implant was removed from the breast and washed with a saline solution containing 1g of gentamicin and left in this solution until it was replaced. The implants were exchanged for new ones in only two patients." Affected side is unknown. Some patients had devices explanted. Treatment: oral antibiotics, seven patients required chemotherapy and radiotherapy, six patients required only chemotherapy, and only two patients required only radiotherapy.

Manufacturer narrative:
Article citation: felipe mesa, sara mesa, federico lopez; intercostal artery perforator flap for salvage breast reconstruction with exposed breast implants; plastic and reconstructive surgery. Global open; 10: e4548; 5 october 2022. (B)(4). (B)(6). The events of seroma, cellulitis, infection, exposure, capsular contracture and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mild exposure", "infection", fluid collection, wound dehiscence, capsular contracture baker grade unknown, and "erythema, warmth, redness, and cellulitis of the breast."